Manufacturer narrative:
The reported problem about elevated peak pressure could not be confirmed since no troubleshooting was performed on the reported ventilator. There is no information if the hospital has/had performed any troubleshooting. However, according to received information, performed pre-use checks tests after the reported event had passed without deviation. Since no parts were reported to have been replaced, the investigation consists only of a received device logs evaluation. The received event logs were overwritten and did not cover the reported date of event. The test logs showed that two pre-use checks tests were performed on the reported date of event and both had passed without deviation. The logs also showed that several pre-use checks tests had been performed on later dates and all were successfully completed. The technical logs did not contain any technical errors indicating a ventilator malfunction. The root cause for the reported problem cannot be determined. According to received information the ventilator was put back into service with no further problem reported.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 11:23 am (gmt-4:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator showed elevated peak pressures and a pressure/volume loop that was "flat", showing high pressure with low volume delivery. The respiratory therapist noted that the opening pressure as seen on the loops is inconsistent with the patient condition as observed while manual/bag ventilating. The ventilator was re-started. The pre-use check and the patient circuit calibration were re-performed successfully. The ventilator was connected back to the patient and then delivered the set ventilation at much lower peak pressures. There was no patient harm. (B)(4).